Manufacturer narrative:
(B)(6). Review of the data showed that the alleged fp run #1708 for sars-cov-2 is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Indication of a very low viral load specimens that are near the assay (lod), may not generate consistent results upon repeat testing according to expected statistical variances in detection. Further review did not identified a product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged that a patient sample generated a potential false positive result by the cobas® sars-cov-2 & influenza a/b (scfa) assay for use on the cobas ® liat® system. On (B)(6) 2021, a patient sample generated sars-cov-2 positive, flu a negative, flu b negative. The same sample was sent out to a laboratory and repeated with the aptima sars-cov-2 assay, and the result was negative. The roche results were released. No harm is alleged an. An investigation was conducted to evaluate the customer¿s allegation.